Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, when balloon was inflated below the rated burst pressure, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a 15mm longitudinal tear staring at the proximal balloon cone. There are numerous shaft kinks. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was located in the right pulmonary artery. The balloon ruptured during the first inflation at 12 atmospheres. The device was completely removed from the patient and procedure was completed with a 7x20x80 sterling balloon catheter. The patient's status was stable.